Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, when the subject device was within the anatomy it was observed that the tip of the subject guidewire could not rotate. After observing from multiple angles, the physician concluded that the distal end of the subject guidewire had fractured. The subject device was replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.